Event description:
Philips received a complaint on the patient information center ix indicating that there was no alarm sound from the central monitor. It is unknown if the device was in use at the time of the event. There was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer and confirmed that the speaker cable was disconnected. The rse instructed the customer reconnect the speaker cable to resolve the issue. The device was confirmed to be operating per specifications after the cable was reconnected.